Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during a routine in-clinic follow up, several stored ventricular tachycardia (vt) events were observed due to noise on this right ventricular (rv) lead. The noise was over sensed, resulting in pacing inhibition. Additionally, the lead exhibited intermittent loss of capture (loc). A revision procedure was performed. The lead was observed to have fractured. The lead was successfully explanted and replaced. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.